Event description:
It was reported that the patient underwent a non-bsc device (dexonocide) surgery due to unspecified reasons. A new ams 700 was implanted. No patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).